Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call for compatibility, an hcp reported that they did not have details, but said that at some point after the patient got their new ins implanted, they had some problems. The ins was not functional and was not providing stimulation. There were no patient complications reported as a result of this event.